Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that after the first layer of the pocket was closed when the patient was induced and found to have high dfts. The physician decided to change the device to one that can deliver more energy instead. The patient was stable.